Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The position of the cam when valve was received was 70mmh2o. The valve was visually inspected; no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The valve was leak tested. No leaks were noted. The valve was dried. The valve was tested for programming, the valve passed the test. The valve was reflux tested. The valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve 82-3834, lot number cnlchv, conformed to the specifications when released to stock on the 25th october 2012. No root cause could be determined as no problem was confirmed. The valve functioned. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The sales rep called and stated that the customer reported that the valve was placed in the patient and tested for flow prior to closing patient and was found to not be flowing properly. They removed the valve and implanted another valve. There was no patient injury or delay in surgery greater than 30 minutes.